Manufacturer narrative:
Initial 2 of 3. Name: tandem. Country: united kingdom. Street: 11045 roselle street. City: san diego. State: ca. Zip code:92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient faced infusion set tubing was leaking at cannula site on (B)(6) 2026.